Event description:
The dealer reported that the joystick cable is cracked where it plugs into the joystick and the joystick does not light up. A joystick malfunction could cause the user to be left stranded.